Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Some motor error alarm found in the alarm history. It was stated that the blood glucose level is normal. Customer did not require medical treatment. No further info reported.